Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue surveillance stations did not make any sounds. The customer sent the hardware to bench repair for troubleshooting and repair. Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) reproduced the customer issue and noticed that a cable was not connected to the motherboard from the power supply. After reconnecting it the sound worked again. Based on the information available and the testing conducted, the cause of the reported problem was due to a disconnected cable. The device was operational after repairs were completed. Corrected data: d4 UDI was corrected from (B)(4). G5 510k was corrected from k183387 to k211900.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported no sound is coming from the central station piic ix. The biomed identified that the sound card was pushed in and the device was possibly dropped. The device was in use at time of event, there was no adverse event reported.